Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted as this lead got caught on the valve. This rv lead was surgically abandoned and replaced with no issue. This lead is never in service. No additional adverse patient effects were reported.